Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing pauses longer then one beat, possibly due to oversensing or loss of capture. Consequently, the patient experienced syncope and was intubated to put in temporary lead. The ipg and the pacing lead remains in use. No further patient complications have been reported as a result of this event.